Event description:
In early 2009, a female patient (age not provided) reported to 3m united kingdom that 24 hours after a dental treatment which included use of 3m espe ketac silver, she lost consciousness (duration of this event not specified to 3m espe). After the loss of consciousness, the patient indicated that over the next several days, she began to fell unwell and experienced swelling throughout her body. Per the patient's report, within a few hours after removal of ketac silver, she felt much better and over the course of the next few days, the swelling subsided. However, the patient felt it took more than a month for the swelling to totally subside during which time, she took antihistamines. The patient did not supply 3m espe with the contact names of her dentist or physician so that additional follow-up information could not be obtained.

Manufacturer narrative:
Results & conclusions - the product ketac silver contains an acrylic acid-maleic acid copolymer. It is not known, based on the limited information reported by the patient, whether or not the presence of the acrylic acid copolymer would have elicited pre-existing allergy. No information on whether allergy testing with the product was conducted. No product was returned to 3m espe for evaluation. Based on a review of global clinical complaints from 2003 through 2008, no similar types of reactions have been reported to 3m espe. Given the product's favorable clinical use history and biocompatibility assessment, this product is deemed safe for its intended use.